Manufacturer narrative:
(B)(4). (Exemption number e2015033). The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient reported having pain and headaches. An incident of accident or trauma is unknown. It is unknown if hearing performance was affected. The patient was re-implanted.

Manufacturer narrative:
Med-el elektromedizinische geraete (B)(4) and vibrant med-el submit MDR reports on behalf of med-el corporation (exemption number e2015033). Conclusion: device investigation did not reveal any device defect or problem which is expected to have been present whilst implanted. As per report, the user was experiencing pain at stimulation, and headache regardless of audio processor use. Imaging performed whilst the device was implanted confirmed 2-3 extra-cochlear channels. Per internal registration information, a full insertion was achieved at implantation. Therefore, a slight migration of the active electrode out of cochlea is confirmed. Furthermore, in situ measurements showed a few channels with fluctuating impedances; however the cause for such finding could not be determined during investigation as the electrode was received completely damaged. The damages found during investigation are attributable to the removal surgery. This is a final report.

Event description:
The patient reported having pain and headaches. An incident of accident or trauma is unknown. It is unknown if hearing performance was affected. The patient was re-implanted. There were reportedly no significant findings from the neurologic assessment. The device explantation report indicated that 2 channels were extra-cochlear. The patient was re-implanted with a device from another manufacturer.